Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified number of exactamix 250 ml eva tpn bags were leaking after compounding. The reporter stated that the leak appeared to originate at the ¿approximate 50ml¿ line", and that the ¿wording imprint seems to have slightly punctured the bag.¿ there was no patient involvement. No additional information is available.